Manufacturer narrative:
(B)(4).

Event description:
The customer complained of intermittent issues with their ion selective electrode (ise) testing from a cobas 6000 c (501) module. The customer provided questionable ise indirect na, k, ci for gen.2 results for what is believed to be 3 separate samples from 1 patient. Clarification has been requested but has not yet been provided. Of the data provided for the 3 samples only sample 1 had the erroneous results released outside of the laboratory. Please refer to the attachment to this medwatch for patient data. Discrepant results are highlighted. The potassium result for sample 1 was reported outside of the laboratory as >10 mmol/l due to the configuration of their instrument manager, but was questioned by a nurse as the potassium result was not conducive to life. The repeat results from the other analyzer were deemed to be correct and a corrected report was issued. The customer states that while they were getting ise alarms around the time of the event, but there were no data flags present on any of the results. The sodium, potassium, and chloride electrode lot information was requested but was not provided. The field engineering specialist found the root cause to be a leak within ise block. The customer removed ise electrodes and cleaned all liquid spillage from ise block. The customer replaced ise electrodes with new electrodes. The field engineering specialist performed system diagnostic checks. The customer ran calibrations and quality controls with acceptable results. Precision testing was ran for the ise's and all results were acceptable. Further investigation confirmed the field engineering specialist findings as the root cause. The customer stated that there have been no additional ise issues.

Manufacturer narrative:
Clarification was provided that samples 1, 2, and 3 were all samples from separate patients. For samples 2 and 3 the erroneous results were not released outside of the laboratory as the results were considered not compatible with life. There was no allegation of an adverse event.